Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that episode review was requested for this implantable cardioverter defibrillator (ICD) system to determine whether there was electromagnetic interference (emi) or a lead issue. Upon review, a small instance of oversensed electromagnetic interference (emi) noise was suspected on the rate/sense and shock channels, with similar events stored in january and april as well. Lead measurements were stable and the presenting electrogram (egm) was clean. This ICD remains in service. No adverse patient effects were reported.